Manufacturer narrative:
Insulin pump had severely cracked and bleeding lcd glass, damaged motor, broken traces/damaged on the electronics, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, broken off end cap, damaged address/serial number label and scratched/worn case.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was 109 mg/dl at the time of the incident. Customer states the insulin pump may have been dropped. The insulin pump will be returned for analysis. No further details are given.